Event description:
Optical tip from trocar bent away from shaft prior to use in case. Trocar was not used.

Manufacturer narrative:
This report initially judged to not meet the criteria for reportability. While no pt was injured in this event, add'l info was gathered from the field, eventually leading to a recall. Add'l device eval showed that tip protectors applied to the device prior to shipment were shown to be difficult to remove in the field. End users who grasped the tip protector with excess force may have compromised the adhesive bond between optical tip and the shaft of the trocar. New protocols call for a roomier tip that facilitates easy removal at the user site.